Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that an error occurred. It was noted that the red display wire was shorted to main printed circuit board (pcb), output connector assembly was broken, hanger assembly was contaminated, error occurred multiple times, main pcb was out of specification electrical, on/off button was out of specification mechanical, lower case was damaged, display wire was pinched, and wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the external pulse generator (epg). The epg was returned for repair. No patient complications have been reported as a result of this event.